Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. Prior to procedure, the air hose connector malfunctioned. The procedure was not completed due to this event.